Event description:
Information was received from a patient regarding an implantable neurostimulator. Caller stated that they were implanted in 1990 for a pain trial before having the permanent device implanted. The reason for call was the patient reported that about a year after they were implanted with the dbs they had a some major problems with the unit so they decide to have it removed. The patient stated that when the surgeon removed one electrode (right side) from their brain it caused a brain hemorrhage, so it precluded the hcp from pulling out the second electrode. Caller stated that they have been living with the abandoned product for 30 years. Patient said that there is wiring as well that comes down the left side of their neck that has been bothering them. Caller stated that the electrode has been giving them issues too and that their pain has become more intense over this past year. Patient described the pain as a tightness and stated it feel like it's compressing their brain on the left side. Caller also stated that they have bee experiencing a icy-hot sensation on the front part of their brain. Caller stated that they have been hearing noise in their head to what they described as an electrical humming sound. Patient also said that at times it feels like it contorts them on that side, because it feels like the electrode at top is pulling the wiring in their neck. Caller stated that about five years ago they were seen by a hcp that told them there wasn't anything in their neck and it was scar tissue. Caller stated that the hcp wanted to do an MRI but since they couldn't wrote the patient's concerns off. Agent encouraged the patient to follow-up with the hcp in regard to the problems they have been experiencing. Patient stated that they would further discuss with the hcp.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown explanted: (B)(6) 1995 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.